Event description:
It was reported that the ilet pump¿s sleep/wake button was intermittently unresponsive, beginning shortly after initial use, and the patient could only restore function by connecting the charger; frequency was described as every few days, and a video documenting the issue was provided. Symptoms included no clinical effects. Outcomes included no impact on health status and no medical interventions. Investigation included customer interview and collection of user-provided evidence. Investigation of this case revealed a suspected mechanical or electrical failure of the user interface button consistent with a device malfunction, and a replacement device was provided with the original to be returned for evaluation. It was concluded, based on previously established findings for similar reports, that the cause was device component malfunction with undetermined specific root cause pending further analysis.